Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. The caller's coumadin was increased and she was given lovenox based on the lab value. No adverse event reported. Requested return of suspect system, however the test strips are no longer available; replacement was sent.